Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of an express sd stented catheter. The stent was partially crimped over the tightly folded balloon. The inner/outer shaft, stent, balloon, and tip were microscopically and visually inspected. Inspection revealed a kink in the shaft located 26.3 cm from the tip of the device, and stent damage (ends of stent were partially expanded with the center crimped tightly). Microscopic inspection found the remainder of the device free of damage. The damage to the device is consistent with working in difficult anatomy.

Event description:
Reportable based on device analysis completed on 13-dec-2018. It was reported that shaft kink occurred. The 80% stenosed target lesion was located in the calcified vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent was advanced to treat the lesion. During the procedure, it was noted that the delivery shaft of the stent was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.